Event description:
During a left heart catheterization, the 6f guiding catheter was over-torqued so severely that it broke and separated approx 12 to 14 inches from the distal tip within the aorta. As the proximal segment of the catheter was also kinked severely at its proximal end, that portion was unable to be removed back through the sheath by hand. The user therefore, ran a snare through the proximal segment of the catheter and snared the distal separated segment in order to remove both portions. The pt suffered no vascular damage or adverse sequelae from the event. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.